Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that there were high impedances on electrodes 9 and 11. No actions were taken as these electrodes were not being used in the programming. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the high impedances were discovered on (B)(6) 2019 when the ins was interrogated. The cause of the issue was undetermined. No further complications were reported.